Manufacturer narrative:
Two used company cartridges were returned in a small specimen jar with liquid inside. The returned used company cartridges were microscopically examined. No damage or abnormalities were observed. The amount of viscoelastic used could not be determined as the cartridges were returned submerged in liquid. The used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. No problem was found with the returned used company cartridges. No damage or abnormalities were observed. Top coat dye stain testing was conducted with acceptable results. The amount of viscoelastic used could not be determined as the cartridges were returned submerged in liquid. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a line was only detected under the microscope after the implantation of iol. The iol was not explanted. There was no patient harm. Additional information has been requested.